Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Patient only had meter one week and is having difficulty getting enough blood. Patient went to hospital and was tested - no vit. K given. Her target inr is 2.0-3.0. Not on lovenox or heparin. Is taking antibiotics (biaxin) which she said effects her inr. She does have fibromyalgia. She has breast cancer and hypothyroidism. No anemia, liver, or kidney disease.